Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the vm6 has no sound. There was no report of a death or serious injury, nor was there a report of any adverse impact to any user or patient.